Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt rec'd stimulation in his pelvic area and not in his legs. In addition, the pt also experienced a cessation in bowel movements when the stimulation was turned on, and the issue resolved when the stimulation was turned off. The physician initially attempted to reposition the lead during the procedure, but opted to replace the lead. The pt reported the issues were resolved with the surgical intervention.